Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 550 mg/dl and large ketones identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline, insulin, and dextrose to address the elevated bg. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.